Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her son (the patient) alleging an occlusion issue. The reporter indicated that the occlusions began on (B)(6) 2012, at an unspecified time. She mentioned that the patient's blood glucose (bg) level the morning of (B)(6) 2012, was high. The patient's bg level at 2:47 pm that day was reportedly at "570 mg/dl." The patient allegedly vomited 3 times that morning. During the time of contact with anm, the patient did not have any symptoms of nausea or vomiting. Thirty minutes prior to contacting anm, the patient reportedly received 4 units of humalog insulin via injection. Ten minutes prior to contacting anm, the patient had gotten another 4 units of insulin. A hour before contacting anm on (B)(6) 2012, the patient reportedly had moderate ketones and was very thirsty. The reporter denied that the patient had difficulty breathing or a headache. The reporter was instructed to contact a health care provider (hcp) or go to an emergency room (ER). She reportedly agreed to call anm back for troubleshooting of the alleged occlusion issue. Multiple attempts by anm to contact the reporter for follow-up information have been unsuccessful. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed an elevated bg level with symptoms suggestive of severe hyperglycemia. However, at this time, it is unknown if the pump, use-error, and/or diabetes management factors contributed to the patient's injury.